Manufacturer narrative:
The pump passed the operating currents measurement, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was monitored for several days and no unexpected high pitched beep, audio/beep, watchdog timeout, battery icon/reservoir icon anomaly or frozen screen anomaly noted. All buttons functioned properly. No damage was noted in the keypad assembly. Inspected the lcd connector and no unlocked connector was noted. The pump had a cracked case at the display window corner, minor scratches on the display window and a bleeding lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant high-pitched beep, an unresponsive keypad, and a frozen display after she dropped, the insulin pump. The patient's last recorded blood glucose was 57 mg/dl. Troubleshooting was initiated. The battery was changed but the insulin pump did not regain normal function. The device was watched for one minute to see if the time progressed, but the time did not progress. The device also displayed no battery life despite a new battery being inside of the insulin pump. The insulin pump will be returned and replaced.